Event description:
It was reported that at least 2 bd nexiva¿ closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: we have had several leaks from a single lot of 383516. I have had the clinical team save at least one of the failures and pulled the rest of the lot from the shelf.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes . Returned to manufacturer on: 21-jun-2022. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two 20g x 1.00in nexiva devices. One unit was sealed in the package and the other was unsealed with presence of media indication sign of use. Upon inspection of the used unit, it was observed that leakage is visible beyond the secondary septum, therefore the defect of leakage in confirmed. A leak test was performed to identify the location of the leak where leakage was observed at the back of the adapter. The unit was then dissected where the primary septum was found sitting askew on the canister and a hole was found. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment or damage to the insertion station/vacuum probe. Mis-orientation of the canister could cause a septum to sit incorrectly on the device. The representative unit met and performed per the required manufacturing specifications. There was no leakage observed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that at least 2 bd nexiva¿ closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: we have had several leaks from a single lot of 383516. I have had the clinical team save at least one of the failures and pulled the rest of the lot from the shelf.